Event description:
It was reported that (zosyn) was started at 0120 at a 3.375 rate with an extended infusion. It was piggybacked to a 250 ml normal saline flush bag. The left pump module was used for this infusion and it was run through the module as programmed at 12.5ml/hr, to run over 4 hours. By 0435, the atb and the normal saline 250 ml flush bag were both empty. Information was not provided regarding any adverse impact to the patient.

Manufacturer narrative:
Correction on initial report: d.4. Additional information provided: b.5, d.10 & d.11. The customer¿s report that bags of zosyn and normal saline infused faster than expected was confirmed through testing. Physical inspection of the device noted the platen was broken at the upper hinge post. There were no other anomalies observed. Review of the pcu error log shows no errors or malfunctions. Analysis of the pcu event log shows that the primary infusion was programmed at 1:24am at the rate of 200 ml/hr with a vtbi of 20 ml. The secondary infusion was programmed at 1:26am at the rate of 12.5 ml/h with a vtbi of 50 ml. The calculated duration for this infusion was 4 hours. At 4:29am, the pump module alarmed as a result of air in line. The alarm was silenced. The pump module was channeled off at 4:38am. The total volume infused for the primary infusion was 4.893 ml and for the secondary infusion was 38.24 ml. Rate accuracy testing found the device delivering fluids out of specifications for one hour duration with the broken platen installed. The broken platen was replaced, and rate accuracy testing was performed again, confirming the pump module to be delivering fluids within specification. The proximate cause of the customer¿s report that bags of zosyn and normal saline infused faster than expected was the broken upper platen hinge post.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported an over infusion event occurred on a patient.